Event description:
The customer reported a methotrexate primary infusion was started around 1340 at 205 ml/hr with a vtbi of 820 mls to run over 4 hours. Note: the bag contained 800 mls and the nurse added 20 mls to the vtbi to help account for priming volume. The rn checked on the pt after 4 hours and found there was still quite a lot of medication left in the bag. She continued to add to the vtbi until the infusion completed. The infusion took 5 hours and 40 minutes to complete. The log read that total of 949 mls was delivered. Biomed tested the pump and found it to be within specification. Biomed requests that the devices be returned for further investigation. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event information was provided.

Manufacturer narrative:
Manufacturer's report date: march 26, 2017. Internal file no: (B)(4). Although requested, the device has not been received. A follow up report will be submitted with investigation results, should the device be received for evaluation.